Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath. A pre-procedure femoral angiogram showed the vessel size to be 7mm. Following the procedure, the tech who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during prep. The device was not used in the pt. The pt was converted to 20 minutes of manual compression. The pt was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure and was discharged on (B)(6) 2013.

Manufacturer narrative:
The incident narrative stated that the balloon lost pressure during prep and the device was not used in the pt. However, the balloon had evidence of blood which likely indicates device insertion into a procedural catheter - this differs from the narrative description. An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear in balloon, approx 5 mm from balloon proximal tip. The review of the lhr (lot f1317803) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined.